Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that during a review of a recorded non-sustained ventricular tachycardia episode on this pacemaker, technical services (ts) noticed that the episode was atrial flutter with rapid ventricular response. Ts also noted there was far field oversensing in the right atrial (ra) lead channel. Ts advised on programming options. This device remains in service. No adverse patient effects were reported.